Event description:
Additional information received from the healthcare provider noted that the patient's cardiac arrest was not related to the patient's device/therapy. The cardiac arrest was observed post - op (not further specified). Regarding if the defibrillation caused any damage to the patient's dbs system, it was noted: unknown, patient expired and no autopsy.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was in cardiac arrest and had been defibrillated twice already by the hcps who were not aware the patient had a deep brain stimulator (dbs). They were concerned about damage to the dbs system and the patient's brain. Further follow-up was being conducted to determine if the cardiac arrest was related to the device/therapy, when the cardiac arrest was observed, and if the defibrillation caused any damage to the dbs system. If additional information is received, a follow-up report will be submitted.